Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01019 was sent in error. The record was opened in error MFR#: 2243072-2023-01019 is void as a result.

Event description:
It was reported that the unspecificed bd syringe experienced plunger loose. The following information was provided by the initial reporter: the needle was hard to remove, and the plunger did not seal. This resulted in having to insert another IV.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecificed bd syringe experienced plunger loose. The following information was provided by the initial reporter: the needle was hard to remove, and the plunger did not seal. This resulted in having to insert another IV.